Event description:
I had my inguinal hernia repaired openly with mesh in (B)(6) 2010. The months afterwards were just horrible and I was having horrible chronic pain. I tried everything from physical therapy, medications, nerve blocks, tens unit, lidocaine patches and pain medicine. Eventually my surgeon said, sorry I can't help you anymore and sent me to a pain clinic. I got tired of sitting around hurting and doing nothing about it. I went back to my surgeon and he suggested going back in the initial incision and examining the area. He clipped part of the mesh and spliced the inguinal nerve, this was in (B)(6) 2010. Since this second surgery, I have been to two pain clinics and spent countless amounts of dollars on appointments, physical therapy, medication and other treatments. I went to (B)(6) clinic, and now currently go to (B)(6) clinic. I went to (B)(6) between (B)(6) 2010 - (B)(6) 2011 or so. Have had nothing but awful groin and scrotal pain. I am currently at a pain clinic stuck taking pain medicine and nerve medicine, and I don't want to do it anymore. I am extremely frustrated and am going crazy trying to get this to stop. Having my hernia repaired with mesh was the worst thing I have ever done in my entire life.